Manufacturer narrative:
Initial and final MDR (B)(4). - device 5 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the 12-years-old-female patient faced a leakage on site within past two months. The blood glucose level of the patient was high which was treated by correction injection via multiple daily injection and changing infusion set. Also, the patient had small to trace ketones.moreover, the issue occurred with six similar types of infusion sets and issue occurred on second day. No further information available.